Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and added one lead for more coverage. The patient was doing well postoperatively and the explanted ipg was not returned as it was discarded by the facility.